Event description:
It is reported that during a biliary stone removal procedure, the cut wire of this device broke. This caused a small pinhole perforation of the duodenal bile duct or duodenal bulb. The physician performed a cholangiogram and no bile leak detected. The pt complained of pain and was administered IV anti-biotics and given a nasal gastric tube. The pt was sent to ICU. The product is being returned for eval.

Event description:
A stonetome device was returned for evaluation. Fluid was detected with in the sheath to indicate use. Evaluation found that the cutting wire was blackened and broken. The transition area was slightly twisted and severely curved. No portion of the cutting wire appeared to be missing. This device did not deflect when the handle was activated. An exact cause of the event could not be determined.